Manufacturer narrative:
The device was returned to the MFR and has been analyzed as follows: a through microscopic examination of this dual lumen device showed that the left device septum was anomaly free; however, the right device septum had a slit on the septum surface. No internal damage was found on either of the device septa. The device catheter displayed normal usage and was anomaly free. Leak testing of the device septa, body and catheter confirmed that the device did not leak when pressurized to 60psi with air and fluid. The device catheter was patent and no resistance was felt when flushing each lumen with 5cc of bacto water. A clear fluid with some small white particles was collected. The device performed as intended during the MFR's analysis. A trend analysis was performed on similar incidents for this cat. Number and a trend was not identified. A lot number was not provided for this device; therefore, a review of the device history was not possible. Based on the info available and the results of the MFR's analysis of the device, the report that "the device leaked at the underside of the device body" could not be confirmed. No further details are available. The customer will be notified of the MFR's findings. The MFR is now closing the file on this event.

Event description:
On 3/4/97, a facility employee contacted the MFR's sales rep and informed him that per the physician, one of the device lumens in this dual lumen device leaked into the pt's pocket and into the skin. No chemo was infused. A dye study was performed which revealed that the leak occurred at the bases of the device body (underside of the device body). Upon removal of the device it was noted that the device stylets were very loose. No further details were provided at this time.